Event description:
The trilogy 100 ventilator was returned and evaluated by the manufacturer's service center. The device failed repair testing for "nurse call" and oxygen low flow. The interface printed circuit board assembly was replaced to address the nurse call failure. Upon inspection for the o2 low flow failure, it was discovered that the grey removable foam was not correctly installed. The foam was reinstalled correctly, and the device was re-tested. The device passed all final testing.